Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported that his reason for calling is because his "unit quit working". Patient explained that he cannot charge his ins, and he cannot turn the ins on. Patient had previously been charging for two days, probably about 2-3 hours collectively, but he is still unable to turn the ins on and increase stimulation. Patient then said that it was "working yesterday", but now he can't get it to work. For troubleshooting, patient was asked to use the ins recharger (insr) and start charging the ins. Patient saw the normal recharging screen on his insr, with the ins battery blinking on the first quartile. It was explained to patient that he will need to charge his ins till it is at least 50% charged, until he will be able to turn the ins back on or increase stimulation. Patient reported seeing 4 coupling boxes, but after readjusting the insr antenna, was able to get 8 coupling boxes. Patient then proceeded to state that he will call back in a day or two when he notices that the unit is still not working. It was explained to patient that the insr seems to be working as designed and he just needs to give himself some time to charge the ins, and he should be able to turn on the ins, but the patient disconnected the call any further information could not be obtained. No further complications were reported/anticipated.